Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: debris inside the socket air tubing a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the presence of debris inside the socket air tubing during the investigation could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the unit of the subject device automatically powered off during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.